Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient who has an external neurostimulator (ens). Information was reported that the patient bent down to tie his shoe and lost stimulation. He went to check the ens and saw the poor communication screen. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative. It was reported that they met with the patient and switched out the ens and they were doing just fine- they were receiving stimulation where they needed it. The issue was resolved. No further complications reported.